Manufacturer narrative:
Reported event: an event regarding disassociation involving a metal head was reported. The event was confirmed via clinician review of the provided medical records. Method & results: product evaluation and results: visual inspection, material analysis, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: a review of the provided medical information by a clinical consultant indicated: "the ap pelvis x-ray shows a dissociated left tha with remodeling and material loss on the trunnion. The photograph of the explanted stem shows remodeling and material loss on the trunnion. The intra-op photograph again shows remodeling and material loss on the trunnion. The ap hip x-ray shows a right tha with remodeling and material loss on the trunnion. Neither x-ray was dated or marked with laterality so although they are similar in appearance I can not be sure if they are of the same patient. It is confirmed that a patient had dissociation of atha with marked trunnionosis and material loss with deformity. The root cause of the trunnionosis cannot be determined from the limited documentation provided. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to disassociation of the femoral head from the stem. A review of the provided medical information by a clinical consultant indicated: "the ap pelvis x-ray shows a dissociated left tha with remodeling and material loss on the trunnion. The photograph of the explanted stem shows remodeling and material loss on the trunnion. The intra-op photograph again shows remodeling and material loss on the trunnion. The ap hip x-ray shows a right tha with remodeling and material loss on the trunnion. Neither x-ray was dated or marked with laterality so although they are similar in appearance I can not be sure if they are of the same patient. It is confirmed that a patient had dissociation of atha with marked trunnionosis and material loss with deformity. The root cause of the trunnionosis cannot be determined from the limited documentation provided. " no further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened. H3 other text : device not returned.

Event description:
Primary tha surgery was done at (B)(6) 2011. Unable to walk due to broken implant. Revision surgery is scheduled at (B)(6) 2023. Updated information: a month ago, he staggered and fell on a fishing boat, and since then he has been feeling discomfort from his hip to his right hip. (B)(6) when I got up from my chair, my legs felt wobbly. When he lay down and tried to get up, he developed pain in his right hip and had difficulty moving. As a result of a visit to the primary care physician, a tha dislocation was found and the patient was transferred to the main hospital.